Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) is displaying an autofill failure. No patient harm or injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site postal code:110029, event site telephone: (B)(6) ). It was being reported that during use the cs300 intra aortic balloon pump (iabp) had an issue regarding the machine which is displaying an "autofill failure alarm" on it's screen. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had first checked the machine for blood by without switching on the machine. It is being found that the blood has came into the machine. Safety disk, crm and blood detecting tube in these parts where the blood was inside. So, the problem is due to blood so first of all the infected parts and further inspection will happen after the replacement. The parts which needs to b replaced are: safety disk, crm, blood detecting tube. The quotation for this given complaint will be submitted soon. Working hours: 1443 hours, software version: c01l &c01d , last preventive maintenance: 08 nov 2023. There was an involvement of the patient.